Event description:
Philips received a complaint on the patient monitor efficia cm10 indicating that the respiratory alarm was faulty. The device was in clinical use. There was no report of patient or user harm.

Manufacturer narrative:
E1; reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Analysis was performed by philips onsite service personnel which included troubleshooting and testing. It was confirmed that the frequent respiratory alarm faults and replacement of the of electrode sheets and lead wires is requested. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty lead wire. A replacement of the lead wire to solve the problem. The device returned to full functionality. A review of the service history for this device shows the problem has not been reported again for this device.